Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. The cycler underwent and passed the system air leak test. The pre-accelerated stress test 15-minute 1000ml simulated treatment was performed without any failures or problems. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler went blank during dwell 1 of 5 of the patient's peritoneal dialysis (pd) treatment. The patient contact reported that they heard a hissing sound coming from the cycler for approximately 10 minutes and then the screen of the cycler went blank. The ok and stop keys and touch screen were pressed, however; the screen remained blank. The ok and stop keys made a sound when pressed, the cycler was rebooted, the ok and stop keys illuminated, but the screen remained blank. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.